Event description:
It was reported caller states they had issue with powerloc max lot. Caller states the tubing is leaking at the tubing and clave junction, they also experienced the tubing cracking the same junction. Additional information received 11/4/22: fluoruracil was completed when the needle leak occurred. Rn was flushing the line with normal saline flush when the crack/splashing was observed. No harm to patient. Patient was exposed to fluids and managed appropriately. Patient being treated for colon cancer. Central line in use, huber needle. Medications infused: fluorouracil 50 mg/ml infusion (cadd pump) 4,510 mg. Fluorouracil injection 750 mg. Irinotecan 338 mg in dextrose 5 % 250 ml infusion. Leucovorin 750 mg in dextrose 5 % 250 ml infusion. Additional information received: it was stated clear tegaderm dressing was used for catheter securement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 20ga x 0.75¿ powerloc max safety infusion set with y-site. Usage residues were observed throughout the sample and the safety mechanism was engaged. Needleless injection caps were attached to both luer adapters. A crack was observed in the y-site extending into the luer orifice. Microscopic inspection of the crack revealed a granular fracture surface. Discoloration was observed at the crack site. The crack occurred along a molding knit line in the material, opposite the gate. The crack occurred along a feature in the material resulting from the molding process. The device is a supplied component and the supplier has been notified of this event.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asgsfc008 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (asgsfc008) have been reported from the same facility. Device not returned for evaluation.

Event description:
It was reported caller states they had issue with powerloc max lot. Caller states the tubing is leaking at the tubing and clave junction, they also experienced the tubing cracking the same junction. Additional information received 11/4/22: fluoruracil was completed when the needle leak occurred. Rn was flushing the line with normal saline flush when the crack/splashing was observed. No harm to patient. Patient was exposed to fluids and managed appropriately. Patient being treated for colon cancer. Central line in use, huber needle. Medications infused: fluorouracil 50 mg/ml infusion (cadd pump) 4,510 mg. Fluorouracil injection 750 mg. Irinotecan 338 mg in dextrose 5 % 250 ml infusion. Leucovorin 750 mg in dextrose 5 % 250 ml infusion.